Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently hot to the touch whenever the battery was charging. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.